Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power cord. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst found evidence of thermal damage on the power plug. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The machine adjacent to this one, which was plugged into the outlet that caught on fire, was reported under MFR report #: 2937457-2020-01697. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility contacted technical support (ts) to request onsite service for a fresenius 2008t hd machine. A burning smell was noted while the machine was in heat disinfect, and thermal damage was identified. Additional information was obtained via follow-up with a biomedical technician (biomed) from the facility. The biomed stated the event occurred after hours; there was no patient involvement. The biomed was not present during the event; however, the biomed spoke with a technician who witnessed it firsthand. The technician told the biomed that the machine turned off with a ¿power fail¿ alarm, while in heat disinfect. The technician noted a burning smell, and then heard (and saw) a spark come from an outlet that a different machine was plugged into. That machine¿s power plug subsequently caught on fire. The technician grabbed a fire extinguisher, immediately put out the fire (described as a small flame), and quickly removed the power cord from the outlet. There was no smoke reported, and the smoke detectors did not go off. No treatments were impacted; there were no patients present at the facility. This machine (serial number (B)(4)) was plugged into an outlet adjacent to the one that created a spark (and caught on fire); the outlets were on the same wall. When its power plug was removed from the outlet, evidence of thermal damage was identified. The interior of the machine¿s power plug looked burnt. The machine was pulled from the floor for evaluation and a fresenius field service technician (fst) was called onsite to inspect it. The fst replaced the power cord and took the damaged one with them when they departed. After the repair was completed, the machine passed functional testing and was deemed ready to be returned to service. During follow-up, the biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was also confirmed that the machine had no previous history of failing the electrical leakage test. According to the fst¿s service report, the machine had 4,657 hours on it at the time of the repair. It was reported that an electrician came onsite to replace three outlets, two of which were involved in the events. The third outlet was replaced because it was stationed on the same wall as the other two. A picture of the damaged part was provided for review. It was unknown if the part was available to be returned for evaluation.